Event description:
The hemodialysis center in the hospital reported a patient death during a hemodialysis treatment on a arena hemodialysis delivery system. The treatment started at 7:13 am. At 8:35 am the staff heard the patient moaning (it was known by the staff that the patient did this when their blood pressure was low). Pt blood pressure was 88/50. The dialysis staff gave saline and oxygen as respirations were labored. At 8:45 am there was no respiration,no carotid pulse. A potassium chloride rider was given and it was observed that the patient was asystole per the EKG monitor. At 8:55 am resuscitation effort stopped.